Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected the module and the tbg, r2drain, sealed tank-valve (rohs) the likely cause, due to the r1 and r2 wash cup tubing being clogged. The tbg, r2drain, sealed tank-valve (rohs) was cleaned and considered the issue resolution. The instrument service history for the architect c8000, serial number (B)(6) verifies no subsequent issues have been reported related to false decreased patient results after service intervention. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting the customer¿s issue involving the erratic results. The c8000 service and support manual contained adequate information for troubleshooting, removing and installing parts. A review of the architect c8000 processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the tbg, r2drain, sealed tank-valve associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for either the architect c8000 processing module, serial number c804394, or the tbg, r2drain, sealed tank-valve.

Event description:
The customer observed falsely decreased total bilirubin assay results generated from architect c8000 processing module for a 58yrs old male patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial=0.16 mg/dl /repeated=2.03 and 2.05 mg/dl . Laboratory reference range for total bilirubin=0.30 to 1.20 mg/dl . There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin assay results generated from architect c8000 processing module for a 58yrs old male patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial=0.16 mg/dl /repeated=2.03 and 2.05 mg/dl laboratory reference range for total bilirubin=0.30 to 1.20 mg/dl there was no reported impact to patient management.